Event description:
The customer reported that following a diagnostic catheterization procedure on the event date a vasoseal es was deployed. The patient was discharged the same day. The patient returned the next day with groin discomfort. An ultrasound was performed which revealed a pseudoaneurysm. Ultrasound guided compression was performed, but it did not resolve the pseudoaneurysm. The patient was taken to surgery for repair of the pseudoaneurysm. The patient developed an infection and was treated with antibiotics and sent home. No further complications were reported.